Event description:
It was reported that intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.